Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of a needless valve connector of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that approximately halfway after the piggyback delivery was started, the pump alarmed for an unspecified occlusion. It was reported that the nurse backprimed the pump to clear the alarm. At this time, no flow of solution was noted. It was reported that after approximately 10-15 minutes, the primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.